Manufacturer narrative:
The unit was received with unresponsive act, esc, and arrow buttons due to flattened button dome switches. No unlock on the j2/lcd connector was noted. The idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, or pump download via carelink could not be performed due to the button keypad anomaly. The device also had a scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer's doctor's office is missing from the customer's insulin pump from (B)(6) 2016. The customer's blood glucose at the time of incident is unknown. It was explained to the customer several times that the data is there, and it was suggested that the doctor's office contact the pc team for assistance in accessing the data. Troubleshooting was not completed due to the customer hanging up the phone. The insulin pump was returned for analysis and a replacement device was shipped to the customer.